Event description:
It was reported that the patient presented for a follow-up in clinic. It was discovered that the right atrial (ra) lead was dislodged via fluoroscopy. This lead to loss of atrial capture. The patient was asymptomatic. The ra lead was successfully repositioned on (B)(6) 2022. The patient was stable throughout the procedure.